Event description:
Per the clinic, the patient was treated for skin overgrowth at the abutment site on (B)(6), 2013, excess skin was excised and silver nitrate was applied. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.